Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced shortness of breath and dizziness. The device indicated elective replacement due to battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.